Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 2, and the contact pin of j6, were found bent/damaged.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.